Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported that the guide wire is bent.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of residues observed along the device is confirmed and was determined to be use-related. One stainless steel j-tip guidewire in its hoop was returned for evaluation. An initial visual observation showed blood use residues along the returned guidewire. A microscopic observation revealed the residues observed along the guidewire to be biological residues. The complaint of residues along the guidewire was confirmed and was determined to be biological residues from attempted use of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the guidewire is dirty. No other information was provided.